Manufacturer narrative:
Correction data: additional information was received and it was learnt that the correct explant date is (B)(6) 2019. No further information provided. If explanted, give date: (B)(6) 2019. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 3/16/2018 and 3/15/2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt150 +15.5 diopter) was planned to be explanted from patient¿s right eye because of patient inability to tolerate post implant vision. Reportedly the patient complained of road signs being fuzzy, everything has a glow to it, need to hold things far to read, difficult to work on the computer, halos on computer and glare issues. Additional information was received and it was learnt that the lens was explanted in secondary procedure using phacoemulsification. No additional information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The complaint event could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.